Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the knife mco5d microfrance suction rnd 2mm (mco5d) broke after three uses. It was reported that the device broke during an intraoperative use during an extraction from the patient's ear. The broken fragment was fully retrieved, and the surgery was completed using a second device. There was no injury, death, or increase in surgery time reported.